Event description:
The lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. Additional information regarding the reason for replacement has been requested, but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: p1501dr implantable pulse generator (ipg); product ID: 5076 implantable pacing lead. (B)(4).